Manufacturer narrative:
Device not accessible for testing: (4117/213) device is not accessible for testing due to the customer not requesting repair service. A supplemental report will be submitted upon receipt of additional information. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). Full event site name: (B)(6) university. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm that would not resolve with troubleshooting. Prior to the nurse calling, the team had already started changing over to a new console. There was no known harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Additional point of contact: (B)(6).

Event description:
N/a.